Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed a mid:14 (bg power supply) message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.